Event description:
I have a depuy pinnacle hip implant and now have high levels of chromium and cobalt in my blood and tissue damage around the replacement and the doctors are saying after 6 years I need to replace it when I was originally told it would last for 25 years. Another surgery is not what I wanted and the first put me out of commission for 6 months. This product should be recalled. It is horrible that the govt does not intervene.